Manufacturer narrative:
Pump received with intermittent up button response due to corroded keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot.

Event description:
Customer's mother reported via phone call that customer experienced keypad anomaly. It was reported that numbers continued to scroll during bolus. Customer's blood glucose was 212 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.